Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, while loading over the wire, the mid shaft broke outside the patient's body. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.